Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that 12.6mm vticm512.6 implantable collamer lens was implanted into the patient's right eye on (B)(6) 2023. On (B)(6) 2023, lens rotation was observed. On (B)(6) 2023, the lens was removed and replaced for a longer length lens.

Manufacturer narrative:
H3: device evaluation - lens was returned in vial in liquid. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).